Event description:
Consumer called to report erratic readings with his meter. Analysis run on consensus error grid using mean reading (126) as ref. Point vs bd readings (28, 233) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.